Manufacturer narrative:
The 510 (k) # is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter display is dark and hard to see. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.